Manufacturer narrative:
These devices are used for treatment, not diagnosis. H6. Investigation results - based on the available information, the patient involved risk criteria for early prosthesis wear/osteolysis -implanted with a lateralized liner. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed since the device was not available for evaluation and images or radiographs were not provided. There is no other information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the german competent authorities indicates that as part of the manufacturer's recall campaign, the patient presented for a check on the hip prosthesis implanted in 2015. The x-ray control showed a clear decentering of the prosthesis head and unusually coarse osteolysis in the acetabulum as a sign of inlay wear. This could be verified when the inlay was changed on (B)(6), 2023 to a vitd-hardened, specially approved inlay. As part of the replacement operation, in addition to replacing the inlay, the firm acetabular integrity was determined, the cysts in the acetabulum were treated and sealed using allogeneic spongiosa, and the prosthesis head was replaced. The explants are currently in the hospital's laboratory for microbiological examination using sonication. After completion of the examination (14 days long-term incubation), these are made available to the manufacturer on request for further material-technical examination. Surgical reports/x-rays are also made available on request; however, pending patient's consent.